Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the ostail of the lesion after several attempts. However, after withdrawal, it was found out that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and severely calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the ostial of the lesion after several attempts. However, after withdrawal, it was found out that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and severely calcified.

Manufacturer narrative:
A promus element plus, mr, ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the distal struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the ostail of the lesion after several attempts. However, after withdrawal, it was found out that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.